Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13cm distal to the df4 connector pin and 45cm proximal to the lead tip. A proximal and a distal fragment were received for analysis. A medial fragment (approximately from 1cm to 3cm length) was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal region of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the observed oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a bent fixation helix, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead fracture leading to multiple shocks. Lead was explanted. Should additional information become available, it will be added to this file.